Manufacturer narrative:
(B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a long perforation occurred in the circumflex artery with the use of an unspecified device. Three graftmaster stents were opened and prepared. One graftmaster was advanced but could not cross the lesion and was removed. Two of the three stents were implanted, successfully sealing the perforation. There was no reported complication or adverse event related to use of the graftmaster stents. There was no reported clinically significant delay in the procedure. No additional information was provided.